Event description:
It was reported that a spectrum pump shuts off by itself. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of turns off by itself could not be reproduced. Unit was tested on ac power only, battery power only, and on both ac and battery power with no occurrence of the reported symptom.